Manufacturer narrative:
The investigation determined that lower than expected vitros tsh result from a single patient sample on a vitros 5600 integrated system when compared to a tsh result obtained on a non vitros method. A definitive root cause could not be identified, however, an unknown sample interferent that affects the vitros assay but not the non vitros assay cannot be ruled out as contributing to the event. Although there is no evidence that suggests a vitros tsh reagent or an instrument issue occurred, neither can be completely ruled out as contributing factors to the event. The issue is isolated to one sample from one specific patient.

Event description:
The customer observed a lower than expected vitros tsh result from a single patient sample on a vitros 5600 integrated system when compared to a tsh result obtained on a non vitros method. Vitros tsh result = 0.015 miu/l vs. Non vitros tsh result = 1.28 miu/l. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected tsh result was not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).